Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the track wise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The database showed no quality notifications were opened for the device. The customer stated that there was no patient involvement.

Event description:
8100 sn:(B)(4) customer stated that he was getting the error code and wanted to know how to clear it. Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: I had the customer to connect the 8100 and I explain to the customer by attaching pump to pcu, once connected open the door ( if fingers moved or you hear it trying to move its mechanical. The customer stated that he hears movement. I also explain to the customer that he needed to check the motor pinion cause this could also give you this error. I also explain to the biomed that he needed to check the ail sensor support that might be broken. The customer said ok and asked if all of this checks out. What should he do . I explain to the customer that he will have to change the bezel. He said ok and ended the call.